Manufacturer narrative:
(B)(4). The device was not returned to baxter. As the serial number and product code were unknown, further investigation into the device and service history could not be performed. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a patient experienced cardiac arrest coincident with automated peritoneal dialysis (apd) therapy. The patient was hospitalized in the intensive therapy unit the same day. The patient experienced a bleed and acute cardiac arrest. The patient died due to acute cardiac arrest. Apd therapy was ongoing until time of death. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.